Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the ventilator triggered a high oxygen pressure alarm while in use with the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11. Additional information received indicates that the customer did not return the device, however they did submit the logs for review. The log review confirmed the customers reported issue. Technical support recommended replacing the inspiration block. A field service engineer went onsite to replace the inspiration block and the device passed all performance checks. The vent is operational and meets all specifications.